Event description:
It was reported that an "air in line" event was observed during continuous renal replacement therapy with an unspecified type of prismaflex set, described as "there were air bubbles at the start of pre-blood-pump (pbp) peristaltic pump roller and fluid was going to the roller and air bubbles when it exits the rollers". The set access line to the patient had "blood from the patient to the pbp line intersection but was all air after that to the safety clamp". There was no machine alarm noted. This occurred two (2) times with the same patient using two (2) different sets. Both sets were replaced to continue treatment without the extracorporeal blood being returned to the patient either time. There was no report of serious injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.